Event description:
This is a report of a check heater line alarm that appeared on the homechoice (hc) after the home patient (hp) replaced a bag with another of the same bag and restarted therapy instead of changing out all supplies. There was no report of patient injury or medical intervention in association with this event.

Manufacturer narrative:
(B)(4). The reported condition was confirmed because the customer reported, during trouble shooting, an alarm situation check heater line. The customer stated that they switched a solution bag only and reused rest of single use supplies, which is a use error/poor aseptic technique. The assignable cause was undetermined. A labeling review of the homechoice apd systems patient at-home guide was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). .